Manufacturer narrative:
The actual device was discarded; however, photographs of the sample were provided for evaluation. Visual inspection of the photographs identified an incomplete heat seal bead on the patient line tubing causing the patient connector to separate from the tubing. The reported condition was verified. The cause of the condition was related to the welding automation assembly during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line tubing of a low recirculation volume apd set with cassette was separated from the patient line connector which resulted in a leak. This event occurred during an unspecified process step during peritoneal dialysis (pd) therapy. On closer examination the customer noticed that the patient line tubing that inserts in the hard-plastic piece was not flush against each other and fell apart easily (the area that was supposed to be tightly bonded together was not). The caregiver pushed the two pieces together (patient line tube and hard plastic piece) and completed therapy. The patient received prophylactic antibiotics shortly after the incident and is in good condition. There was no patient injury or medical intervention associated with this event. No additional information is available.